Event description:
It was reported that a patient mentioned she could see the device under her skin and see the wires pushing up under her skin. The patient also mentioned that the device was rubbing against her bones. The patient was admitted to the ER overnight where they originally told her they would reposition the device and since it was so old they would more than likely replace the device. However, they later told her since she was not being seen there they did not want perform surgery on her as they did not want to assume liability for the device. They advised her to see the surgeon that implanted the device originally. The patient followed up with one of the recommend neurologists and will undergo surgery to replace and reposition as it is rubbing on her bones. The patient's device was replaced. The explanted device was discarded and is unavailable for analysis. No additional or relevant information has been received to date.